Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found.

Event description:
It was reported that there was far field r-wave oversensing on the atrial lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.